Event description:
On (B)(6) 2021, a reporter for the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio iq meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged meter inaccuracy began on the afternoon of (B)(6) 2021 when the patient obtained an inaccurate high blood glucose reading of ¿14.0 mmol/l¿ with the subject meter. The reporter informed the cca that the patient manages his diabetes with 1 unit of novorapid insulin three times a day before meals and before bed (self-adjuster). The reporter claimed the patient took 2 units of insulin in response to the elevated reading and 1 hour later developed symptoms of ¿tremor and weakness.¿ in response to the symptoms, the reporter claimed the patient tested his blood glucose on another meter (satellite) obtaining a reading of "2.8 mmol/l" and treated himself with sugar. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking insulin based on an alleged inaccurate high result obtained with the subject meter.

Manufacturer narrative:
This supplemental is being sent to include the investigation conclusion code that was omitted from the h6 field of the initial report. The investigation conclusion code that should have been included at the time of submission of the initial report is: 67. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.